Event description:
Four females and one male experienced skin irritations while wearing latex exam gloves. One female with history of reactions required prescription hand cream. The other four did not need any medical treatment. The MFR of the gloves is unknown due to lot number is unavailable.